Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4076, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had sepsis. The entire system was explanted, which included the device, right ventricular (rv) lead, and right atrial (ra) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.